Manufacturer narrative:
An event of one of the leaflets not closing properly was reported. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 23mm epic supra valve was selected for implant. After implant, the physician observed that one of the leaflets was not closing properly, resulting in incomplete coaptation. The physician attempted unsuccessfully to free the leaflet by rotating the valve with the rotator to assess if underlying native tissue was interfering with coaptation. The site did not verify whether or not any such underlying native tissue was present. The valve was explanted, and a replacement 23mm epic supra valve was implanted. Per site, the explanted valve had been rinsed and handled at all times according to the IFU. The patient has been discharged.